Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included hypertension since 1999. Concomitant products included lisinopril since 1999 for hypertension as well as beta-lactamase sensitive penicillins (penicillin), hydrocodone, ibuprofen (ibufug [ibuprofen]) since 2006 and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract disorder ("urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain abdominal") and vulvovaginal pain ("pain vaginal"). In 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). The patient was treated with surgery (essure was removed / total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, vaginal discharge, weight increased, urinary tract disorder and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, alopecia, migraine, headache, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received - new events vaginal bleeding, menorrhagia, urinary tract infection, bladder disorder, dyspareunia, vaginal discharge, weight gain, fatigue. Hair loss, urinary tract disorder , migraine, headache, dysmenorrhea, pain abdominal, vaginal pain, hypertension, device monitoring procedure not performed were added. New drugs were added. Reporter information were added. Outcome of events were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included dyspareunia and benign essential hypertension. Concurrent conditions included hypertension since 1999, obesity, uterine myomectomy and perineal pain. Concomitant products included lisinopril since 1999 for hypertension as well as beta-lactamase sensitive penicillins, hydrocodone, ibuprofen (ibufug) since 2006 and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract disorder ("urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain abdominal") and vulvovaginal pain ("pain vaginal") and was found to have weight increased ("weight gain"). In 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). The patient was treated with surgery (essure was removed / total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, vaginal discharge, weight increased, urinary tract disorder and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, alopecia, migraine, headache, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per mr: insertion date of essure: (B)(6) 2006. Discrepancy noted in essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: impression: bilateral fallopian tube wires with resulting fallopian tube occlusions and no abnormalities of significant findings otherwise suggested on this hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.